Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery while doing a manual prime. The customer states she was not able to push insulin in the tubing manually. The customer's blood glucose at the time was 390mg/dl. The customer was not able to trouble shoot because they did not have any reservoirs fill with insulin on hand. The customer also states the reservoirs and infusion sets were expired. Nothing is being returned or replaced at this time.